Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. An exercise test was performed and the device remains programmed to the primary vector. Additional information was received that this device delivered two inappropriate shocks due to t-wave oversensing. The programmed parameters remain the same. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited t-wave oversensing resulting in an inappropriate shock. An exercise test was performed and the device remains programmed to the primary vector. This device remains in service. No adverse patient effects were reported.